Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4) for the evaluation findings of stent cover damaged . A visual examination of the returned device found that the stent was fully mounted on the delivery system. Solidified blood was present within the distal end of the outer sheath. There were no issues with the profile of the device. During functional analysis, it was possible to fully deploy the stent without issue. No issues were noted with the profile of the inner lumen; however, stent cover damage was noted at the distal end of the stent. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient fully constrained on the delivery catheter. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Based on investigation results which indicate that the distal stent cover was damaged, this is now considered a reportable event.